Event description:
It was reported that a atrial leadless pacemaker (lp) exhibited low p-wave sensing and high threshold during initial implant. These values lead to multiple repositioning and two fixation attempts. Helix then became stretched. Device was replaced to complete the procedure. Patient was stable with no consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed. The events of capturing, and device sensing problem were not confirmed. Visual inspection noted the outer helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Electrical and mechanical analysis performed indicated normal functionality, and evaluation of the output signal found all pacing parameters within normal range. Additionally, sensitivity test measured all sensing parameters, and they were within normal range. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.